Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device problem cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 700 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis underwent a surgical revision to address a problem with the pump component causing it to remain dimpled when depressed. The existing pump was explanted and replaced with a new pump without complication. The new pump was reported to be working appropriately following the procedure.